Event description:
A catheter dislodgment and migration was reported, "during replacement surgery, the catheter was found looped around the pump." It was unclear if the catheter was totally or partially replaced. The patient experienced underdose symptoms, specific symptoms were not reported. The healthcare provider was "slowly increasing the dose to come up to a does that was convenient." It was noted that the underdose symptoms had resolved. The patient outcome was noted as "fine," "okay and better than before." The device system was used to infuse lioresal.

Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, serial# unknown, explanted: (B)(6) 2013. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. Of note was that no catheter anchor was returned with the explanted catheter and no distal side strain relief for the pin connector was returned. A slice cut was found near the 13 cm marking on the catheter. This was thought to have occurred at explant. Finally, a couple of non-significant indents were observed in the seal material down in the cup of the sc connector. The majority of the indents were not located in the seal material.